Manufacturer narrative:
One sample was received for analysis. The failure mode of foreign matter (hair) was confirmed by the sample received. The lot number #0074205 and expiration date 03/2023 are embossed on the bottom web of the package. The hair originates from an operator. The process has certain manual processes that may result in hair on the product. The procedures/process includes preventive measures for hair in product. It is possible for associates to accidentally shed hair onto product as they are loading components into their corresponding containers/packages, although associates wear hair nets, gloves, safety glasses, and head covers; if worn improperly it could lead to the reported issue. The most probable root cause is inadequate gowning by associate(s) and/or preventive measures during the manufacturing of the product. No further action required at this time. This record will be tracked and trended.

Event description:
It was reported that a hair was found inside the sterile packaging.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported that a hair was found inside the sterile packaging.